Manufacturer narrative:
The investigation confirmed the customer used only test strip lot 44502710 for meter testing. The meter's appearance was not damaged and clean on the outside. Retention test strips were measured with the returned meter with two high-level control samples: the control lot 45569900 was measured three times. The specified target range was 2.6- 3.2 inr. Measurement 1: 2.9 inr, measurement 2: 2.9 inr, measurement 3: 2.9 inr, the control lot lin 3 control 60022 was measured three times. The specified target range was 4.1- 6.8 inr. Measurement 1: 5.0 measurement 2: 5.0 measurement 3: 5.1. All inr values were within the specified target ranges, confirming the functionality of the complained coaguchek meter. No error messages occurred. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The investigation did not identify a product problem. The cause of the event could not be determined. Updated medwatch field d4 and h3.

Manufacturer narrative:
This event occurred in (B)(6). Occupation is lay user patient. The customer's meter has been returned. The customer¿s test strips were requested for return. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. The investigation is ongoing.

Event description:
The initial reporter received questionable inr results with a coaguchek xs meter serial number (B)(4). At 5:56 a.m., the customer's meter result was 4.8 inr. At 6:05 a.m., the customer's meter result was 3.2 inr. The customer's therapeutic range is 2.0- 3.0 inr. The customer could not confirm which lot of test strips were used for each meter test. The test strip lot 44502711 has an expiration date of 30-jun-2021. The test strip lot 41747213 has an expiration date of 31-jun-2021.